Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The implantable cardioverter defibrillator showed episodes of post paced t-wave caused by non sustained right ventricular oversensing. No intervention has been performed yet. No patient symptoms were reported.